Event description:
On 9/18: customer reports they were doing a retrograde urogram (pt info not provided), when the computer failed. Procedure was completed after multiple computer re-boots. No reported injury.

Manufacturer narrative:
Biomed discussions with technical support found that the conflicker worm virus has done quite a bit of damage to the platinum one. Tech support recommended ordering and replacing the hard drive to start with a fresh clean load. Biomed called back; he replaced the hard drive, and all calibration and configuration restored. Biomed verified all operations of the platinum one and all networking functions. The system up and fully functional.